Event description:
The customer reported that following a vasoseal deployment, the pt developed a common femoral artery occlusion. Surgery was performed and what appeared to be vasoseal collagen was protruding into the lumen. An endarterectomy was performed. No further complications were reported.